Event description:
It was reported that, "surgeon was following direct anterior approach to implant accolade stem. While trialing surgeon was matching size & everything looked good. Upon insertion of actual implant, implant was too proud."

Manufacturer narrative:
Method: device history review, complaint history review. Results: device history review shows no reported discrepancies. Complaint history review shows there have been no other reported events for this lot number, conclusion: root cause could not be determined.